Event description:
It was reported that froze on wire occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon got stuck with the guidewire. The device was removed and completed the procedure with a different device. There were no patient complications reported.